Manufacturer narrative:
Follow up, patient was called and voicemail messages were left on 27-jun-2017 and 30-jun-2017. On 30-jun-2017 the patient returned call and left voicemail message reporting reaction is clearing and confirmed with physician that mastisol was adhesive used with wound closures. On 05-jul-2017 the patient was called and voicemail message was left requesting call back and additional information. On 14-jul-2017 the patient left voicemail message to follow up on report. On 17-jul-2017 the patient was contacted by phone for latest update.

Event description:
A patient contacted ferndale laboratories on june 23, 2017, via email, to report an adverse event (burning, blistering, itching and rash), associated with mastisol liquid adhesive, lot number unknown. The patient reported additional information on 07/17/2017 during a follow-up phone call. She was prescribed levofloxin, benadryl and prednisone following acdf surgery (on (B)(6) 2017). Patient returned to ER on sunday ((B)(6) 2017) and indicated she was treated with IV medications in ER. She was released from the hospital on (B)(6) 2017 and prescribed minocycline, cipro and dexamethasone, for treatment at home. The patient has a follow-up appointment with her physician on wednesday ((B)(6) 2017). The reaction has resolved with 2 weeks of antibiotics and steroids. Patient reported seasonal allergies and discussed skin patch testing at a later date.